Manufacturer narrative:
D4: lot number and UDI section, no information has been provided to date. G5 is blank, device has no sales in the us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that after the pre-use check, the product was used for a patient in in cardiopulmonary arrest. After intubation, the customer put air into the cuff, but the pilot balloon would not inflate. So the customer removed the product from the patient and intubated another new one, but the same event occurred. Then the device was changed to one with larger size (no.4) and intubated it to the patient using the same procedure, and a proper ventilation was observed. The patient had only one double tooth on the upper front right side and had no other teeth. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient. (B)(4) documents the first product malfunction and (B)(4) documents the second product malfunction.

Manufacturer narrative:
Device evaluation: two used and three unused samples were received for investigation. Visual inspection confirmed the complaint, there were tears in the cuffs. The cause was attributed to a supplied item fault. A device history report (DHR) review could not be completed because the DHR is at the supplier. The items will be sent to the supplier for further investigation.